Event description:
Reportedly, an unknown valve of unknown size was explanted after a 107 implant duration, due to heavy calcification. No additional information is available at this time. Telephone call to surgeon's office, indicated that the operative report is not available, since the explant happened earlier today.

Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
Through follow-up with the health-care provider, additional information and a copy of the operative report (in another language) was received. It was learned that the device was explanted due to regurgitaion. However, the health-care provider has disassociated this device from the event. It was determined that this event is no longer reportable.